Manufacturer narrative:
Follow-up # 1 ¿ (06/03/2014). The patient¿s meter has been returned on 5/22/2014 and evaluated by lifescan product analysis on 5/27/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began towards the end of (B)(6) 2014 (during a hospital visit for another medical condition). The patient alleged the subject meter read ¿20 mg/dl higher¿ compared to a laboratory device, performed within 10 minutes of each other. Specific results were not provided. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. The patient claimed she felt symptoms of hypoglycemia; however, specific symptoms were not provided. The patient¿s health care professional (hcp) administered the patient a glucose injection as treatment and the patient felt better after. The patient reportedly tested with another device at the hospital; however, results were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.